Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The field service engineer performed an ise check and replaced the vacuum nozzle. The service action of replacing the vacuum nozzle resolved the issue. The investigation determined that the event was due to an issue with the vacuum nozzle.

Event description:
We received an allegation of questionable sodium electrode results for 4 patients' samples tested on a cobas pro ise analytical unit. Sample 1: initial result: 151 mmol/l (tested on cobas 2). Repeat result: 142 mmol/l (tested on cobas 1). Sample 2: initial result: 150 mmol/l (tested on cobas 2). 1st repeat result: 142 mmol/l (tested on cobas 1) 2nd repeat result: 139 mmol/l (tested on a blood gas analyzer). Sample 3: initial result: 150 mmol/l (tested on cobas 2). Repeat result: 141 mmol/l (tested on cobas 1) sample 4: initial result: 125 mmol/l (tested on cobas 2). Repeat result: 118 mmol/l (tested on cobas 1) the physicians questioned the initial results, prompting the repeat of the samples. The results with lower values were deemed to be correct.